Manufacturer narrative:
Physio-control contacted the customer to determine device disposition. The customer advised physio that a replacement battery was obtained and resolved the reported issue. The device was not returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that their device would no longer power on when prompted. The customer further advised that the battery installed in the device had a lot code of (B)(4), indicating that it had been manufactured in 2014, and an expiration date of 2020. The customer did not have another battery to test in there device. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control advised the customer that their device is no longer supported by physio, therefore service (if necessary) is not available. Physio-control provided the customer with the part number and pricing for a replacement battery; however, physio-control also advised that due to the age of the device and lack of serviceability, that replacement of the device is recommended. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would no longer power on when prompted. The customer further advised that the battery installed in the device had a lot code of 1443, indicating that it had been manufactured in 2014, and an expiration date of 2020. The customer did not have another battery to test in there device. There was no patient use associated with the reported event.